Event description:
During routine testing at installation of unit, customer noted the interlock system was not working properly. Investigation/conclusion: the unit was returned to the mfg site for investigation. It was found that an assembly error had occurred in the installation of the lever platform. This is the first MDR involving a tec 6 nad variant vaporizer wherein the cause was due to an assembly error of the lever platform.